Event description:
Customer reported meter results of hi, which on the compact plus system indicates a result in excess of 600 mg/dl, 231 mg/dl, and 228 mg/dl within 10 minutes on the compact plus system. Customer did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.